Event description:
It was reported that the patient developed an infection in the form of bacteremia. The organism was identified as staphylococcus lugdunensis  . The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: addr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.